Event description:
Related MFR # 2916596-2023-06093. It was reported that the patient presented to the emergency room with a backup battery alarm. Prior to their arrival, the patient performed a controller exchange. The patient's old backup controller needed a new emergency backup battery. A review of the log file revealed that the patient did not connect to the power module or mobile power unit while on their backup controller. This suggests that the patient had been sleeping on battery power while on their old controller. A review of the log file for the controller in use when the patient presented to the emergency room revealed a series of no external power alarms caused by the power to the mobile power unit being interrupted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via log file analysis. A review of the event log file contained data spanning approximately 3 days ((B)(6) 2002, (B)(6) 2023 per timestamp). On (B)(6) 2002 from 15:13:33 ¿ 15:13:37, low power hazard and power cable disconnect alarms activated due to a loss of ac power while connected to the mobile power unit (mpu). The loss of power did not last long enough for no external power alarms to activate; however, the backup battery was able to power the system without issue. There were no other notable alarms active in the log file. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Per the provided information, the mpu has the v-lock connector. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low power hazard, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mpu being unknown. No further information was provided. The manufacturer is closing the file on this event.